Event description:
The pt was involved in a car accident on 11/3/91 and suffered bilateral femoral fractures. The right leg healed while the pt had continued pain the left leg. The pt saw another dr and alleges that the unspecified plate and screws were removed due to bending of the plate and breakage of one screw.

Manufacturer narrative:
Info from the user facility indicates that the device was not manufactured by co.